Manufacturer narrative:
(B)(4). The cuvette lot number used with this instrument is k4cpt053. Method: actual device not evaluated. Process eval performed. No ncrs or anomalies were identified for this instrument. Results: no results available since no eval performed. Conclusions: device not returned.

Event description:
Healthcare professional reported lower than expected inr results using a hemochron signature plus system. The pt was receiving coumadin anticoagulation and being monitored. The inr result from the hemochron system was 1.1 which was significantly lower than expected. The test was repeated from the same sample, with a similar result. Testing done in reference lab reported inr of 2.0, which was as expected. No adverse event (2) were reported.